Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer had been experiencing elevated blood glucose (bg) levels ranging from 250 to the 350's (mg/dl) in the mornings. Reportedly, the customer addressed the bg levels with a correction bolus or a manual injection. The customer was unsure of the cause and spoke to their healthcare provider regarding their bg levels.